Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Customer reported via china aer database: it was reported that there was a malfunction potentially resulting in a hypoxic mix during a case. There was no patient injury reported.